Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient¿s battery was, at the time of the report, in their waist. They noted that it was level in the back, however, their belt rubbed on it and it seemed like it was coming to the surface. Their last device check-up was in (B)(6) 2016, as a healthcare professional (hcp) had to fix their bladder and do rectum lifts with laser surgery. A manufacturer representative (rep) helped with reprogramming and was aware of the issue of discomfort of the implanted neurostimulator (ins) based on location. The patient was thinking that they may need an ins relocation. These issues started about (B)(6) 2016. The patient also stated that the ins seemed closer to the surface. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.